Event description:
It was reported that a patient experienced an adverse skin reaction, blisters and rashes developed after using iv3000 hand. Use was discontinued, and antibiotic therapy commenced. The patient has recovered.